Event description:
It was reported by the affiliate that the (3) tvc55 were used during an unknown procedure. It was reported that the instrument locked out. The case was completed with another instrument. There was no pt consequence. The affiliate would like to know the corrective action.